Manufacturer narrative:
Evaluation: injector lot number search; cartridge lot number search; foam tip plunger lot number search. Results: an injector lot number search was performed and nine similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found.

Event description:
The reporter stated an eyeonics lens was damaged while trying to insert, using an msi-pf injector, an mtc-60c fp cartridge and a foam tip plunger. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.